Event description:
It was reported the patient is experiencing pain due to loosening of the implant. The patient's surgeon has stated a revision surgery is needed. However, a revision surgery has not been scheduled at this time.

Manufacturer narrative:
The associated complaint device was not returned for evaluation. Please see the attached file for the results of our investigation. (B)(4).